Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the reported problem. The system was tested and operates as intended.

Event description:
The customer reported that the scope image is deformed and there is a problem transferring the image to the right monitor. No patient injury was reported.